Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The test transmitter and glucose sensor simulator communicated properly with the insulin pump and no unexpected lost sensor alarm was noted. The insulin pump was received with a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump displayed an incorrect sensor age. The blood glucose reading was 147 mg/dl. The customer stated that he had been off the insulin pump therapy for about a month, but when he looked at the sensor age, it showed 48 days and 16 hours. He noted that there was a sensor end alert on the history about a month and a half prior to the call. He was unable to troubleshoot at the time of call. Advised discontinuation and replacement of the insulin pump due to the sensor status being incorrect. Nothing further reported.